Event description:
It was reported that multiple ongoing occlusion alarms occurred. The customer's blood glucose level ranged from 414-458 mg/dl with a high ketones. In addition, the customer began vomiting. The customer changed the infusion set and cartridge multiple times in attempt to resolve issue. A recommendation was made by clinical support specialist to administer insulin via an insulin pen and to take the customer to the emergency room (ER) for possible diabetic ketoacidosis symptoms. Customer's parent declined to take the customer to the ER and treated the customer at home. Customer's bg ultimately dropped to 9.8 mmol/l, and the customer began to "feel better". Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.